Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheeks and preauricular with 2.7 ml of juvéderm® voluma¿ xc and in the jawline with 1 ml of juvéderm® volux¿ xc. Two and half months later, the patient was injected in the jawline with 1 ml of juvéderm® volux¿ xc and in the cheeks with 2 ml of skinvive¿ by juvéderm®. Four months later, the patient experienced ¿delayed onset nodules¿ at the injection sites. For the next 11 months, the patient had multiple treatments with hylenex, prednisone, and antihistamines. Two months post-onset, an aerobic + anaerobic wound culture was performed, resulting as ¿negative.¿ the event partially resolved at the end of the treatment round but resurfaced 15 months later. That month, the patient was treated with 4 courses of antibiotics (doxycycline, clarithromycin, and augmentin), prednisone taper, antihistamines, and 5fu. Event was ongoing. This file captured the additional juvéderm® volux¿ xc.